Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted left partial nephrectomy surgical procedure, some messages appeared for monopolar indicating the need for replacement and a warning to check for the instrument sheath damage. Both the sheath and cord indicator lights on the energyshield monitor (esm) were intermittently orange, and the surgeon was unable to activate the energy. Initially, replacing the sheath temporarily resolved the issue, and no holes were found in the sheath. However, the same messages appeared again later. The customer replaced the monopolar cord, which ultimately resolved the issue. The customer attempted to contact the vendor for a return material authorization (RMA), but they were informed that the items were not purchased within the last 90 days and would not be eligible for RMA credit and should be discarded instead. No known impact or patient consequence was reported. It is unknown if there were fragment(s) falling inside the patient. No further information is available.

Manufacturer narrative:
The probable root cause is attributed to the monopolar energy cord. This issue can be resolved by replacing the monopolar cord.

Event description:
Refer to h11 for follow-up information.